Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's guardians reported via phone call that patient had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 23 mg/dl. The customer's guardian stated that one night patient had low blood glucose. Customer was offered to transfer to helpline but declined.